Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the ipg site and was confirmed to be (B)(6). The patient was prescribed with antibiotics and underwent an explant procedure. The patient was still sore from the procedure but reportedly doing well. The explanted ipg will not be returned.